Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, wear abrasion, creases flat, yellow particles and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: o issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "inflammatory capsulitis", and "periprosthetic effusion". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to seroma-late and "inflammatory capsulitis". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "inflammatory capsulitis", and "periprosthetic effusion". The device has been explanted.